Event description:
Air bubbles in the tubing and little chambers are difficult to remove. They have to be thumped to be removed. In the process of trying to get the air bubbles out so that the pump will run, the pt gets too much fluid. The pt's rate was set at 20 ml/hr, the pt received 20 ml in the 20 mins it took to remove the air bubbles. The rptr stated that the flow cannot be controlled while trying to get the air bubbles out.